Manufacturer narrative:
The event description states that when the catheter was inserted into coronary vessel they noticed that it was aspirating a small amount of air. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the catheter shaft was not fully seated into the hub. When the catheter was flushed in a water bath, air bubbles were present between the proximal shaft and the hub. No patient issue was reported. No other incidents have been reported associated to this event.

Event description:
Device was flushed during preparation and flushed correctly. When inserted into coronary vessel and they noticed that it was aspirating a small amount of air. No patient issues.